Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years. Based on the op report, this patient presented with emergency cardiogenic shock. After a full cardiovascular workup, the decision was made to proceed with surgery. This patient was a 3rd time redo with a very complex 3-valve dysfunction. The old prosthetic aortic valve demonstrated stenosis and insufficiency. A new edwards bioprosthetic valve was implanted. There were no technical difficulties reported during this procedure.

Manufacturer narrative:
Device eval = device not returned. Based on the information provided, it appears that prosthetic valve was degenerated/deteriorated. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). Unfortunately, the edwards device was not returned for analysis; therefore, the exact nature of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.